Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 1 am on (B)(6) 2018. She reported that she manages her diabetes with insulin (novolog) and metformin, and that at 1.10 am. The patient alleges that in the morning, after the meter issue (time not clear), she developed symptoms of ¿nauseated, shaking and real weak this morning¿, and because she could not get a reading, she didn't know if she was ¿too high or too low¿. She stated that she ¿ate sugar free jello and drank some water¿. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted that the test strip did completely draw in the sample. The csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.